Event description:
A 10-mm amplatzer septal occluder was selected; however, the device was malformed on delivery and removed without consequences. Attempts at reconfiguring the device were unsuccessful, and it was felt to be related to a manufacturer's abnormality.